Event description:
The customer reported to philips healthcare that the device external power will shut off. Multiple batteries show the same problem. There was no reported patient involvement or adverse patient impact.